Event description:
Service and repair report states device fell apart, damaged component, device malfunction during surgery while being used on patient. No additional information is available.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as product was discarded. A review of the device history records has been requested.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. Upon further review, it was noticed that this complaint is considered non-reportable.

Manufacturer narrative:
Device used for treatment and not diagnosis. No irregularities were found during the device history record review. An internal complaint history for this product was conducted and found that there was only one other complaint back in 2007; not from this lot.